Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A3: gender unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the mount could not disengage from the implant during implant placement. Procedure completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsv4b11, (imp,tsv,4.1mm,sbm,11.5) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Mount could not disengage from the implant. However, the coob is unverifiable - device was already used by customer (came outside of original packaging). DHR review was completed for the subject lot number 1249626. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1249626 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The reported event/coob could not be verified since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.